Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) began to protrude from the skin and eventually migrated out of the pocket. The physician elected not to implant another icm at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.